Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) flipped. No further information was provided. If additional information becomes available a follow-up report will be submitted. Per manufacturer's device registry, the ins was later explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).